Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filled.

Event description:
It was reported to boston scientific corporation on august 21, 2018 that a wallflex biliary rx fully covered rmv stent was to be used to treat a biliary leak during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, during procedure, the stent was attempted to be deployed; however the catheter would not unsheathed. It was noticed that the inner catheter broke inside of the outer sheath. The device was removed from the patient and another wallflex biliary stent was placed to complete the procedure. There were no patient complications as a result of this event. Note: according to the complainant, the wallflex biliary rx fully covered stent system rmv was placed to treat a biliary leak. However, per the wallflex biliary rx fully covered stent system rmv directions for use, the stent is intended for palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. Problem code (B)(4) captures the reportable event of inner shaft detached. A fully constrained wallflex biliary rx fully covered rmv stent and delivery system were received for analysis. Visual examination of the returned device found the outer sheath was detached/broken at the outer diameter: proximal exterior tube-endoscope interface (proximal end of the guidewire access sheath). The outer sheath at the end of stiffening mandrel, and the inner member near the proximal end of the guidewire access sheath section were kinked. Functional evaluation revealed the stent could not be deployed as a result of the outer sheath detached/broken at the outer diameter: proximal exterior tube-endoscope interface at the guidewire access sheath section; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. The stent was measured to be within specifications. No other issues with the stent and delivery system were noted. Per analysis, the reported event and the observed failures were consistent with the application of excessive force during use. The investigation concluded that procedural factors such as the handling of the device and normal procedural difficulties encountered during the procedure could have affected the device performance and its integrity, contributing to the reported event. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the labeled indication. The dfu indicates, "the wallflex biliary rx stent system is indicated for use on the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis". In this case, the device was placed to treat a biliary leak. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on august 21, 2018 that a wallflex biliary rx fully covered rmv stent was to be used to treat a biliary leak during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, during procedure, the stent was attempted to be deployed; however the catheter would not unsheathed. It was noticed that the inner catheter broke inside of the outer sheath. The device was removed from the patient and another wallflex biliary stent was placed to complete the procedure. There were no patient complications as a result of this event. Note: according to the complainant, the wallflex biliary rx fully covered stent system rmv was placed to treat a biliary leak. However, per the wallflex biliary rx fully covered stent system rmv directions for use, the stent is intended for palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis.